Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of the reported event. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the home choice device during dwell two of three of peritoneal dialysis therapy. The patient was connected at the time of the alarm. Troubleshooting was performed and revealed that a clamp was open on an unused, capped supply line. The technical service representative assisted the hp in clearing the alarm and reviewed proper procedures. The hp was instructed to start therapy over with new supplies, but the hp stated that they would complete therapy on the following day. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.